Manufacturer narrative:
(B)(4). Additional devices implanted and/or related to this event: pxc121000/6938755. Patient medications: erythromycin, niacin, metformin, omeprazole, lancets, lisinopril, metoprolol, foscarnet and aspirin. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement and surgical conversion.

Event description:
On (B)(6) 2009, the patient was being implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on an unknown date in early (B)(6) 2015, the aneurysm sac was expanding and the physician chose to explant the devices. The physician explanted the two gore excluder aaa endoprostheses (discarded at facility) and surgically repaired the vasculature. The physician reported he did not know the reason for the aneurysm sac growth. The patient tolerated the procedure.